Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 6.3; (B)(6) 2010, 2.6. The second result was done immediately after the first, pt is on 25 medications, mostly for blood pressure, diabetes, and cholesterol.

Manufacturer narrative:
Investigation pending.